Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. Concomitant medical products: 693565 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an infection. The device and leads were explanted and later replaced. No further patient complications have been reported as a result of this event.